Event description:
It was reported that a cartridge alarm, specifically an altitude alarm, occurred a few days ago, and there were issues with the touchscreen being unresponsive and delayed at times. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional information regarding the outcome was provided. The equipment was noted to be out of warranty and in the process of renewal.